Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The caller confirmed that the pump was charging at the time of the call, but further troubleshooting was limited due to the caller disconnecting and not providing additional information.